Event description:
It was reported that the user experienced insulin leakage from multiple cartridges, requiring early cartridge changes and resulting in insulin depletion in less than 24 hours, while blood glucose was not impacted; the described issue aligns with a leak/splash associated with the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue at the reservoir, consistent with a medical device problem characterized as leak/splash. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.